Manufacturer narrative:
The device was received fully deployed. Inspection of the device found the exposed portion of the soft cannula to be torn. The length of the soft cannula was observed to be out of specification. Due to the soft cannula being torn, the fluid did not flow through the complete fluid path. The download data does not contain any alarm, timeouts or drive stalls that would indicate a failure to deliver insulin. It could not be conclusively determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 24 mmol/l (432 mg/dl) while wearing the pod between 4 and 24 hours on the hips/buttocks. As treatment, a new pod was placed.